Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient's pump alarmed on (B)(6) 2016. The pump was not refilled because the patient did not have a healthcare provider (hcp) at the time.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from a consumer and it was reported that the low reservoir alarm started occurring on (B)(6) 2016. On (B)(6) 2016 the pump ran out. The patient was having some withdrawal. The patient was given some morphine tablets to take for 9 days. The patient's pump managing physician had moved to another state. The office was trying to help the patient. The patient was considering taking the pump out because of the trouble. The patient currently didn't have a pump managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.